Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing sequence took more units than usual to completed. Tandem technical support advised the customer to perform a supply change to address the issue. Customer declined to perform a supply change to address the issue. Customer's blood glucose level was 209 mg/dl.